Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation of the returned unit shows a stiff rocker arm assembly; however, this would not cause the skull clamp to slip. The unit was serviced over a year ago, and it is recommended that preventive maintenance (pm) be performed. Further, since a patient injury was involved, the unit was sent to quality engineering (qe) for further investigation. Qe confirmed the initial findings of the service team with the observation that the unit had a stiff rocker arm assembly with no other issues observed. To resolve the observed issues, all worn components will be replaced with new parts along with general maintenance and cleaning. Root cause - the complaint is not confirmed for slippage. When the clamp is properly positioned and put under pressure, it did not move. Additionally, the unit was serviced over a year ago and is recommended for pm servicing. The probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp on the patient. No further corrective action is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the two pin rocker arm of the mayfield composite series skull clamp (a3059) moved while in locked position resulting in patient injury.